Event description:
It was reported that pump experienced a power source alert and battery would not charge, and customer received low power alerts but pump did not shut down or become unable to turn back on. There was no reported impact to the customer¿s blood glucose level. Customer tried multiple charging cables, wall adapters, and confirmed wall outlet functionality without resolving issue, then switched to multiple daily injections as backup insulin therapy while technical support arranged a replacement pump. Support instructed customer to put pump into storage mode and return it with a prepaid label, and advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement pump.